Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the middle meningeal artery (mma) using an swiftpac coil (swiftpac), a benchmark 6f 071 delivery catheter (benchmark), a midway 43 delivery catheter (midway 43), and a non-penumbra microcatheter. It was reported that the patient had a subdural hematoma (sdh). During the procedure, after advancing half of the swiftpac into the target location, the microcatheter herniated due to lack of support. While manipulating the swiftpac, the physician experienced resistance, felt a pop, and the swiftpac unintentionally detached in the mma. It was reported that half of the swiftpac was in the internal maxillary artery (imax). The physician attempted to push the detached swiftpac from the imax into the mma using the swiftpac pusher assembly, but the attempt was not successful. The physician decided to leave the swiftpac as it was safe. The procedure was completed at this point. There was no report of an adverse effect to the patient.